Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and the device is fractured with not all pieces returning. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left knee surgery the surgeon was using the tension gauge to test the flexion gap. When he did this, a small piece of the gauge broke off when he tried to flex the instrument. Both pieces were removed promptly from the patient. The surgery was completed without the use of another device. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.